Event description:
The noted leading haptic of a vicm13.2 implantable collamer lens tore as the lens was implanted. Insertion was stopped, the lens was removed and the second lens was inserted uneventful.

Manufacturer narrative:
(B)(4). Visual inspection of the returned lens showed one part of the haptic was found to be broken and confirmed the customer's report. A lens work order search revealed there were no similar complaints for the same type of problem from this work order. It has been determined that the most likely root cause of the event was user or technical error. (B)(4).

Manufacturer narrative:
(B)(4).